Event description:
Reporter alleged a discrepant blood glucose result of 360 mg/dl on the customers aviva system compared to the nurse system result of 59 mg/dl when testing was performed a few minutes apart. Reportedly, the customer works at an assisted living facility which was the location of the alleged testing. Customer stated not having any high glucose symptoms at the time, however, meter had been reading > 300 mg/dl for a few weeks. Customer indicated self treating with orange juice due to feeling low glucose symptoms at the time. No other actions were taken or treatment received reportedly. A request was made for the return of the suspect device and replacement product was sent.